Event description:
We have been noticing that the bloodlines, catalog number 2522, have smaller transducers and we are thinking are the reason we have been clotting a lot of machines venous chambers.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.